Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported, surgeon implanted a 6 hole mtp fusion plate with 5 screws without any issue. Of the implanted 5 screws one was non locking and 4 were locking screws. In the last screw hole the surgeon wanted to implant a non locking screw, it was the medial hole in the distal cluster. Surgeon drilled with a 2.0 drill bit for a 3.0 screw. Measure for an 18mm screw. Inserted the screw and as the screw head touched the plate it broke off the screw. The broken head was removed and thrown away and the remainder of the screw was left in the patient.